Event description:
Customer reported that a message, "loss communication with network device" was displayed. The customer then reported the monitor 'froze up' when attempting to close the message display and went into a reboot. After the cic monitor came back up, alarm histories were available for all beds on the monitor.

Manufacturer narrative:
MFR reviewed log files and system performance files in engineering lab with comparable version of software and user interactions/tasks.